Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are the lot numbers of the clips used available? No, not available.

Event description:
It was reported that the patient underwent a laparoscopic sigmoidectomy procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the clips broke up when those were clipped on the suture. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Cartridge reload received with no apparent damage, and with clips loose inside of a plastic container, the clips were broken. It can¿t be determined whether the clips were loose from handling or the decontamination process. The remaining clips were tested with a test device, only one clip can be closed and the two remaining were broken when loaded to the test device, as if the clips were dried. No conclusion can be drawn from this testing as all the clips have an unknown amount of exposure to ambient conditions.